Manufacturer narrative:
(B)(4) - this specific deployment issue is not labeled in the IFU. Event eval - still under investigation.

Event description:
Following deployment of the left iliac limb, (contralateral) an attempt was made to retrieve the dilator tip of the device and re join with the delivery sys. Unfortunately this was not possible as the dilator tip appeared to be caught on the top of the proximal sealing stent. Iliac limb implanted and not retrieved. Add'l info received 12/14/2011: the rep was present at the procedure dated (B)(6) 2011. In this procedure IFU was followed and a lunderquist guidewire was used. The main body was deployed to the contralateral limb, then cannulated the contralateral limb and proceeded to deploy the zsle limb using the recommended overlap. The limb was unsheathed and fully deployed. The physician attempted to remove the delivery sys, but it appeared that the bottom of the dilator tip was caught on the zsle proximal sealing stent. They could not remove the delivery sys this way so the grey positioned was advanced to meet the dilator tip and were then able to remove the delivery sys without problem. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.